Manufacturer narrative:
(B)(4). Evaluation summary: the returned device analysis identified a leak in the hub, which was found when the balloon catheter was pressurized. A search of the complaint handling database was performed and no other incidents were identified from this lot for hub leaking issues. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. The event was possibly related to hub assembly during manufacturing. Further assessment of this issue per site operating procedures was performed. These devices will continue to be monitored.

Event description:
It was reported that the procedure was to treat a de novo lesion in the superficial femoral artery. During post dilatation an armada 35 balloon dilatation catheter was positioned without difficulty at the lesion. However, as the armada 35 balloon dilatation catheter was pressurized, the balloon did not maintain pressure. A leak was observed that appeared to be present at the black connection between the proximal hub and the proximal part of the catheter. A second armada 35 was used to complete the procedure. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information.